Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while leveraging the handle the attachment screw snapped and did not seat properly. Part of the screw remained in the cup. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned offset shell inserter shows that the lead threads are fractured and missing.damage is seen on the channel of the frame indicating off axis impaction damage is too severe for thread gauging. The device exhibits wear and tear. Device history record was reviewed and no discrepancies were found. The root cause is due to leveraging the inserter and the off axis impaction. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.